Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative reported that the patient¿s implantable neurostimulator (ins) battery was moving in the pocket. The physician revised the pocket site, the ins was secured, and added a tyrex pouch. The issue was the reported as resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that the patient was having a pocket revision due to the implant causing discomfort. The revision was scheduled for (B)(6). The indication for use was non-malignant pain. No device issues reported.

Manufacturer narrative:
Coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that their ins came through the skin shortly after implanted and they moved the ins to the front of the stomach.